Manufacturer narrative:
Updated field: b4, d8, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse reset the power supply connectors, main board connectors. Now machine getting on. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Now machine is working fine, it can be put for regular use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had unit not getting on. Issue. There was no patient involvement.